Manufacturer narrative:
The system was examined and the reported event was not replicated. The illuminator radio frequency identification printed circuit board (pcb) was replaced to resolve the issue. The tabletop illuminator functions as intended. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 27, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the illuminator rfid pcb. However, how or when the pcb became nonconforming could not be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that port one and two did not work before a vitrectomy procedure. An auxiliary illuminator was use for the surgeries. No system message was displayed. There was no patient involvement.